Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. Correction to initial MDR 1220648-2024-23402 in section b5, it was reported "additionally, the patient experienced thrombocytopenia, their partial thromboplastin time was 48 and the next day 56.". This is an incorrect statement, and partial thrombin time result is not a indicative of thrombocytopenia. The patient did not have any reported thrombocytopenia nor a decrease in platelet count. The h6 code was incorrectly reported as 4431 thrombocytopenia, and has been corrected to 4582 no clinical signs, symptoms or conditions.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, evaluation of the device has not been possible. Upon conclusion of the investigation, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited high purge pressure, the resolution for this issue is unknown. Additionally, the patient experienced thrombocytopenia, their partial thromboplastin time was 48 and the next day 56. The resolution for this issue is unknown. No further information is available.